Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment of a loose electrocardiogram connection and that the signal was noisy. Analysis further noted that this caused the programmer to fail its incoming common mode wrist test and that the programmer's hard drive health was at 99%. The programmer was replaced and was to be scrapped due to its age and a lack of available parts.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer electrocardiogram (ECG) cable connection was loose or broken and the ECG signal was noisy. It was noted that it was impossible to get a clear surface ECG. It was also reported that when packing up the programmer it was noticed that the cord on the radio frequency (rf) programmer head had a cut into the inner wires. The programmer and rf head were returned for repair. No patient complications have been reported as a result of this event.